Event description:
It is reported, the wrong screw in the package. Once the package received and opened, the screw in the package is a cortex screw 1.5 l8. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that a wrong article, cortex screw, is inside the packaging. As the package has been opened, a packaging fault could not be determined. This article was manufactured in december 2010, further complaints concerning this failure are unknown., a review of the device history record did not show conditions that could have contributed to the reported event.